Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
I was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose level over 600mg/dl. The customer was treated with intravenous insulin and saline, and was discharged on (B)(6) 2021 with no permanent damage. Reportedly, a malfunction alarm had occurred. The customer performed a pump reset to clear the alarm, and continued to use the pump for insulin therapy.